Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing were performed with no issues noted. The sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported that the patient connector was not well connected to the titanium adapter after the transfer set was changed. There was patient involvement, but no patient injury or medical intervention was indicated in association with this report. No additional information is available.